Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels in the 400's mg/dl range due to an unknown cause. A system check was performed and inconsistent drops were observed to be dripping out of the infusion set tubing. Bg level was addressed by performing a supply change, delivering a correction bolus via the pump and administering a manual injection. The customer's healthcare provider provided the customer with the pump supplies.